Event description:
In 2004 the patient had a hernia repair in which the mesh product was implanted. The patient had to return to surgery in 2005 for exploration of the failed repair. Upon surgical examination through an endoscope, the surgeon saw the mesh had shrunk and shriveled inside the abdomen. It was removed and new mesh inserted.